Event description:
It was reported to philips that the device's flexvision monitor was not displaying. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the adapter for display port/dvi, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no flexvision screen. Upon troubleshooting action, rse found a failure with the video converter display port to dvi and identified a communication error with the large flexvision display. A review of the system log files found flexviewing errors. The field service engineer (fse) inspected the system onsite, changed the working position of the hoop, reassembled 2 boas (white sheath), repaired the flexvision pc, and performed a visual inspection. After repairs, the system was returned to use in good working order.